Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, is assumed for the event of brush caught on connector during brushing was caused due foreign material that was attached and affected the insertion of the brush. The results of the component analysis showed that the foreign matter was silicic acid derived from medicine. There was no deviation from the instruction manual in the reprocessing procedure for the area where the foreign matter remained, and there was no physical damage to the area where the foreign matter remained. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, reprocessing manual chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿, section 5.5 ¿manually cleaning the endoscope and accessories¿, brush the channels¿ describes how to inspect for the subject events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a foreign matter was attached to the suction channel duct in the scope connector. There were no reports of patient involvement.